Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The battery well, battery contact and ac receptacle were inspected with no discrepancies observed. The device was recertified and returned to the customer. Review of the device activity log showed no power related issues. The battery and ac power cord used was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.